Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited poor conductive telemetry issue potentially contributed by electromagnetic interference from the surrounding environment. The rvlp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.